Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, battery tube threads, reservoir tube, broken belt clip slot, minor scratches, a cracked display window, and bleeding lcd glass.

Event description:
The customer called and reported the insulin pump was damaged with cracks on the top, the battery cap, and the screen. The customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.